Event description:
The international customer reported that the ventilator battery would not charge. The customer reported the device was not in use therefore there was no patient harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the battery to address the reported problem.